Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed its investigation. The reported complaint was confirmed. The instrument's distal clevis was disassembled to inspect the conductor wire. The instrument was found to have a broken conductor wire, the wire was detached from its connection at the yaw pulley. The yaw pulley showed signs of arcing. It was found that the silicone potting around the conductor wire, where it connects to the hook base, was starting to wear out slightly. It appeared likely that conductive fluids seeped into the conductor wire-hook base weld location and started to cause arcing and thermal damage. It was not clear what caused the silicone potting to become compromised. It was found that the conductor wire was broken at the base of the hook, likely due to excessive thermal damage during energy activation. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a frayed cable. There was no patient involvement.